Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock to the patient. Review of the episode noted t-wave oversensing and changes in the patient's amplitude morphology measurements. The physician though the patient may have flipped the s-ICD can in the pocket thus resulting in the reported clinical observations. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.